Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured on an unspecified date in 2001. The device history record was reviewed and no issues were found that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was not reported. It was unknown if the patient was hospitalized prior to passing away and it was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.